Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." The following sections could not be completed with the limited information provided. Product identification/expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown.

Event description:
It was reported that patient underwent a total right hip arthroplasty on (B)(6) 2013. Subsequently, patient underwent a wound evacuation and lavage on july 31, 2013 due to drainage and haematoma.